Event description:
A customer observed multiple assay results that were associated with the wrong sample ID when using the vitros 5,1 fs analyzer. Mis-association of patient results with the wrong sample ID may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation found that the most likely cause of this event was an error during the manual programming of the samples involved. Analysis of data log files including the event concludes that manual sample programming occurred for the sample involved. There is no indication that the instrument malfunctioned. It is unk how the error was detected and whether or not the results were reported out of the laboratory. The root cause of the event is user error.